Event description:
There was no surgical delay in relation to the reported event and no other medical intervention was required. The surgery was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: b5: additional information is added to the event description. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that on an unknown date the collinear clamp was broke during the surgery as it was unable to attach one of the hook attachments. This clamp is also jammed and gets other attachments stuck onto it. There was no patient consequence. The product was not returned to depuy synthes; however photos were provided for review. See attachment img_3496.jpeg, img_3499.jpeg, img_3498.jpeg. The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was (not confirmed) as the observed condition of the pelvic arm 225mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part# 398.753. Lot #10-1089. Manufacturing site: synthes gmbh oberdorf. Supplier; na. Release to warehouse date: 04 jun 2010. Expiration date: na. No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date the collinear clamp was broke during the surgery as it was unable to attach one of the hook attachments. This clamp is also jammed and gets other attachments stuck onto it. There was no patient consequence.